Event description:
A malfunction alarm was reported, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction did not recur, allowing the customer to continue using the pump, with the advice to reach out if the issue happened again.